Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the insulin pump screen was flashing. Customer's blood glucose level was 172 mg/dl. Customer also stated that the insulin pump did not getting low battery alert. The device will not be returned for analysis.